Event description:
It was reported that during a patient exam, an object hit the lift bumper. The gantry stopped and the grid moved. Fluoro x-rays became unavailable. The pt was moved to another room to complete the exam. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.